Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that about one minute into an ureteroscopy with laser lithotripsy, the soltive laser system completely shut down. The unit was replaced with a similar device and the procedure was completed. There was no report of patient harm.